Event description:
In 2006 lay user/patient contacted lifescan (lfs) alleging the one touch surestep meter had segments missing from the characters on the display. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however was unable to reach him by telephone. The mas mailed a letter requesting the patient contact medical affairs. For an unspecified time period, noted there were segments missing from the characters on the display of the reported meter. In approximately july 2006 the patient experienced the symptom of nausea. The patient was unable to obtain a blood glucose result due to missing segments on the reported meter's display. Following the use of the meter, the patient took insulin, type and dose not known. The patient went to the emergency room, where his blood glucose level was tested to be 'greater than 400 mg/dl.' The patient was treated intravenously with insulin. It would have been helpful to determine how long the segments had been missing on the meter, what meals and medications had been taken on the day of the event, if the patient contacted emergency services, his specific blood glucose reading in the emergency room, if he was admitted to the hospital, his medication regimen, if the patient adjusted medication doses based on meter readings and if he had a backup meter. The meter, test strips and control solution were replaced. While experiencing symptoms suggesting hyperglycemia, the patient was unable to obtain an actionable blood glucose reading due to the missing segments on the reported meter. The patient received emergency medical attention and treatment with insulin. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass injection, lifescan will inform FDA of the results in a supplemental report.